Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in puerto rico reported a 83-year-old undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during the impella procedure a suction alarm occurred. Volume and other troubleshooting measures were unsuccessful. The case was aborted. There was no patient harm.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was not returned. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.